Event description:
Per the audiologist report, the pt presented at the clinic in 2007 after experiencing a sudden loss of sound from her cochlear implant system. Exchanging external equipment and reprogramming did not solve the problem. Results of an integrity test done 14 days later were consistent with normal receiver/stimulator function with multiple open circuit electrodes. Explantation/reimplantation surgery had not been scheduled at the time of this report.